Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient experienced hemoptysis. The hemoptysis resolved on its own with no additional medical intervention.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, hemoptysis is a known and labeled adverse event that can occur in some patients post-implant due to trauma and bleeding in the pulmonary artery as a consequence of the implant procedure